Event description:
Description of event according to study: on (B)(6) 2017 during the index procedure, a zdeg-pt-32-24-158-pf (lot# e3521477) was implanted without difficulty. The degree of oversizing was not reported. No other devices were placed. Primary indication for implant was an intramural hematoma (diagnosed (B)(6) 2017) in the descending aorta distal to the left subclavian artery. The proximal seal zone no calcification, occlusive disease, or tortuosity. Circumferential thrombus was reported within the proximal seal zone. Information on the distal seal zone was not obtained. The device was implanted at the left subclavian artery with the artery completely covered by the graft fabric. The subclavian artery was revascularized. A molding balloon was not used during the procedure. The device was patent without device integrity issues or endoleak at the end of the procedure. There was no follow-up CT (computed tomography) done post-procedure. There was no 30 day or 6 month post-procedure follow-up done. On (B)(6) 2018 (340 days post-procedure), the 12-month follow-up was done. The CT showed brachiocephalic and left subclavian were occluded, but all other vessels were patent. The site has not answered whether an endoleak is present. The study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. On (B)(6) 2019 (672 days post-procedure) a 2-year follow-up was done. The CT showed all vessels and study device were patent. The site has not answered whether an endoleak is present. The study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. On (B)(6) 2020 (1113 days post procedure) 3-year follow-up CT was done and showed all vessels were patent. The site has not answered whether an endoleak was present. The study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. On (B)(6) 2021 (1484 days post-procedure) a 4-year follow-up CT was done and showed the left subclavian occluded, with all other vessels patent. The study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. On (B)(6) 2022 (1967 days post-procedure) a 5-year follow-up CT was done and showed the left subclavian occluded with all other vessel patent. There was a type 1a proximal endoleak identified. There study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20feb2024: were any additional procedures, medical interventions or pharmacological treatment performed due to the occurrence? No treatment at the time, patient under surveillance.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2017 during the index procedure, a zdeg-pt-32-24-158-pf was implanted without difficulty. The degree of oversizing was not reported. No other devices were placed. Primary indication for implant was an intramural hematoma (diagnosed (B)(6) 2017) in the descending aorta distal to the left subclavian artery. The proximal seal zone no calcification, occlusive disease, or tortuosity. Circumferential thrombus was reported within the proximal seal zone. The device was implanted at the left subclavian artery with the artery completely covered by the graft fabric. The subclavian artery was revascularized. A molding balloon was not used during the procedure. The device was patent without device integrity issues or endoleak at the end of the procedure. On (B)(6) 2022 (1967 days post-procedure) a 5-year follow-up CT was done and showed the left subclavian occluded with all other vessel patent. There was a type 1a proximal endoleak identified. The study device was patent with no separation, evidence of migration or device integrity issues with no noted progression or development of a new entry tear. It is reported that the endoleak was not treated but the patient is under surveillance. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. No planning sizing information or images are provided for investigation. Furthermore, the type 1a endoleak is observed on 5-year follow-up and no information about patient anatomy at that time is provided. It is reported that at the time of repair circumferential thrombus was present in the proximal seal zone. It is unknown whether this have had an impact on the event. Based on the limited information provided it is not possible to establish a cause for the type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01dec2025: diameter of the aorta at the proximal site is 39mm the graft was not altered in any way prior to implant. No treatment at the time, patient under surveillance

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.